Manufacturer narrative:
(B)(4). Although it was confirmed that the device involved is not available for further evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that during the a blood transfusion the product leaked. Upon observation, a slit was noted on the pump set. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for further evaluation. Although no samples were provided, due to other issues of this nature, it was determined that the cause of the incident was due to user error. The probable root cause of cut tubing is believed to be attributed to mis-loading of the IV set into the space pump. In order to mitigate the risk of this issue re-occurring, education training was provided. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.